Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer alleged that the pump was not delivering insulin properly. The customer performed self-troubleshooting and did not identify any issues with the pump supplies. Reportedly, the customer loaded new supplies and continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.